Event description:
Sensing issue: 413 short v-v intervals since (B)(6) 2025 18:53:18. Check for double-counted r waves, lead fracture, or loose set screw. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).